Manufacturer narrative:
(B)(4). Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty, the reamer broke while drilling the acetabulum. In a post-operative x-ray, a small metal fragment was visible under the acetabular shell in the bone. No further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and visually checked and the following were observed: the damage to the reamer appears most prominent on the top surface where a missing piece of the component has left a hole in the middle of the device. The superior reaming surface shows fractures and severe damage to the cutting edges where a fragment is missing. The damage extends from the missing fragment to around the top tooth of the reamer and down towards the laser-marked part number. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.